Event description:
Device malfunction: detachment from source. Time of malfunction: during preparation. Symptoms/ae: none. It was reported that after device preparation and during insertion of the emboshield on the wire, it was noted under fluoroscopy that the emboshield itself was missing at the tip of the wire. Upon removal of the device, it was apparent that the emboshield was not attached. The prep table was then inspected and the emboshield and the portion of the wire was found still in the prep tray - apparently broken off from the wire prior to the device entering the pt's body. Another emboshield was then prepped and deployed successfully. There is no additional information available. Bard viva study event